Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The customer did not provide an event occurrence date, however the event history log review was completed and revealed multiple events of ¿ok not pressed! - value not accepted; value entry timeout!; value entry to clr'd" following dose/rate change entries during the last days of customer use, which could be contributing to the perceived delivery error. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an incorrect delivery. A patient coming out of cardiovascular operating room (cvor-open heart) was on four pressers running on the spectrum iq pumps. The patient was not responding to treatment and the nurse stated she noticed at least one of pumps wasn't pumping efficiently, seeming slower than normal. The nurse decided to switch to all old pumps. After switching to old pumps that nurse states the patient was off of two pressers and stabilized within 10 minutes. The intensive care unit nurse who called the safety stop reported that one of the medications had not infused the amount that the pump said. The pump said it did based on what was left in the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.